Event description:
It was reported that the customer was trying to get insulin through the tubing and it cannot go through. Customer has changed their set 3 times and still sees insulin in the tubing. Customer was advised to rewind the pump and prime the tubing. Customer was able to prime successfully and stated that the insulin was coming out. Customer stated that she had a high blood glucose level because she feels like the insulin during the bolus was getting trapped in the tubing. Customer was hospitalized on (B)(6) 2015 with a blood glucose level of 201 mg/dl. Customer was having seizures and high blood glucose levels. Customer was hospitalized due to clinical impression anxiety reaction and diabetes mellitus type 1. Customer received fluids and was released. Customer stated that the paramedics did not believe that she was really having a seizure. Customer stated that her mother believes she was having a panic attack. Customer will treat herself and monitor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.